Event description:
It was reported, "patient, primary cause of senile leukemia, was given a peripherally cannulated central venous catheter to establish a fluid line for infusion therapy on (B)(6) 2024 at 16:00 hours. During the catheterization process, the skin expander in his sleeve was found to be difficult to tear when evacuation was performed, and was replaced with a new product for continued use." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.